Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: manager h4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath, the tr band was used. 18ml of air was injected into the tr band when applied; however, the band began to lose air between 5 minutes to 30 minutes after application. It was unknown where the air leak was coming from. There was not any noticeable damage to the device. The device was not manipulated before use in any way. The product was stored in package in closed drawer. Hemostasis was achieved by manual compression. The patient was stable, and blood loss was less than 250cc.